Manufacturer narrative:
It was reported that a patient underwent a chocolate cyst resection procedure on (B)(6) 2013 and an absorbable hemostat was used. The left ovary and cyst were totally removed, and on the right side only the cyst was removed. Then, the surgeon put the absorbable hemostat on a peritoneal defect. On (B)(6) 2013, the patient developed a fever of 39 degrees c. The doctor checked the patient's body with laparoscope, and the surgeon found that the douglas's pouch was closed. The absorbable hemostat was surgically removed and the patient's fever went down. The patient was treated with cravit, from (B)(6) 2013 to (B)(6) 2013. Now, the patient sees a doctor regularly, and there is no future treatment plans for the patient.

Event description:
It was reported that a patient underwent a chocolate cyst resection procedure on (B)(6) 2013 and an absorbable hemostat was used. The left ovary and cyst were totally removed, and on the right side only the cyst was removed. Then, the surgeon put the absorbable hemostat on a peritoneal defect. On (B)(6) 2013, the patient developed a fever of 39 degrees c. The doctor checked the patient's body with laparoscope, and the surgeon found that the douglas's pouch was closed. The absorbable hemostat was surgically removed and the patient's fever went down. Now, the patient sees a doctor regularly, and there is no future treatment plans for the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-01768 and 2210968-2013-01769. The same patient is represented in each medwatch.